Event description:
It was reported that, "(B)(6) is enrolled in the clinical study for (B)(4). The subject was revised due to aseptic failure of the knee and a failed tibial component and is, therefore, a candidate for the (B)(4) study - as described on the case report form received from the site. The x-rays and operative notes were already requested from the site and will be forwarded upon receipt. The demographic info was also requested from the site." Additional info: operative findings recorded in the op report indicated that femoral component was found to be loose.

Manufacturer narrative:
This is the same pt/event as MFR #2249697-2011-01104. An evaluation of the device cannot be performed as it was not retrieved and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.